Event description:
The pt called lifescan and alleged that their meter was reading inaccurately high. The pt obtained a result of 425 mg/dl they reported symptoms of dizziness and a headache after testing they called the hosp for advice. They sent the paramedicas to the pt's home. They tested their blood sugar and obtained a result of 301 mg/dl. They were not treated, only advised to take medicine for their headache. The pt took their own insulin and retested and obtained a result of 495 mg/dl. Based on the info provided, there is evidence of a meter malfunction, however there is no evidence of the meter contributing to a serious injury. The pt's meter read high and the paramedics meter was reading high as well. A replacement meter is being sent to the pt.